Manufacturer narrative:
This supplemental report is to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. Once the investigation has been completed, the results of the device evaluation will be submitted on a supplemental report.

Event description:
Olympus was informed that the olympus cv-190 sdi outputs failed. The reported problem was found on installation of the device. There was no patient involvement associated with the reported problem.